Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the suction irrigator instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip/head of a suction irrigator instrument has broken off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was checked before use, and no damage was found. No fragment fell into the patient, but it was stuck in the rubber valve of the cannula seal. To remove the fragment, the cannula seal was removed from the metal trocar, the device fragment was removed and finally the trocar was reassembled. Unfortunately, not reproducible, as no excessive movements (in the sense of overstretching) were performed in regard to how the instrument was damaged. The instrument was in use for approximately 30 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed or replaced before the breakage and there was no resistance was detected during the initial insertion. Upon final removal of the instrument, the wrist was straightened and there was a brief resistance when the suction tip got stuck in the cannula seal valve. There was no damage to the cannula after the event occurred, and the staff did not notice any other damage to the instrument afterwards. The broken piece was found on the cannula seal, not in the patient. All fragments were recovered; the completeness could be traced outside the patient because the fragments and the instrument could be brought together at the fracture edges. In addition, an optical check was carried out at the trocar site to determine whether anything had fallen back into the patient or was still attached to the cannula. There was no additional surgical procedure required to remove the fragment and no post operative tests performed. The procedure was complete robotically and there was no injury to the patient. The patient has not returned back to the hospital due to due to experiencing any post-surgical complications related to retaining a foreign object. No video recording or pictures are available for isi review.

Manufacturer narrative:
The probable root cause is attributed to external factors such as collisions during transport, handling, use, or reprocessing, which can lead to distal tip dislodgement.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to the instrument batch/lot, sequence, and UDI number. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to trace the reported event. They remember reporting the issue and sending the instrument. By reviewing the records and confirming that the original complaint never received a defective instrument, the customer stated that most likely the initial complaint had a wrong batch number, and the defective instrument is the one that was received as a discrepant RMA. The suction irrigator instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a distal tip dislodged. The part is measuring 8 mm x 12mm. Further inspection found no abnormally sharp or damaged components that could have contributed to the breaking. The detached distal tip(fragment) was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.